Event description:
It was reported that the atrial lead exhibited impedance increases and variable thresholds. The patient will be reassessed in three months. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.